Event description:
Per the user facility medwatch report # (B)(4), the event is described as follows: "the pathologist reviewing the slides on this case noted material in one of the vessels. He suspects that the material may be the result of the angiography if portions of the polymer on the catheter were sheared off in the artery." As of this time, repeated attempts to obtain a sample and/or add'l info from the user facility have been unsuccessful.

Manufacturer narrative:
(B)(4) = there is no info available that indicates any relationship of the reported material observed by the pathologist to the reported use of a 4-fr. Glidecath device. (B)(4) = there is no info available that indicates any damage, shearing or malfunction of the reported 4-fr. Glidecath device occurred during use. Method: the involved device has not been returned for eval and the lot number is unk. Therefore, the investigation was limited to a review of user facility info and general quality records. There is insufficient info to permit comment about the user facility statement on the medwatch report that "the material may be the result of the angiography if portions of the polymer on the catheter were sheared off in the artery." Despite repeated attempts, there has been no add'l info provided that would indicate that the glidecath had been damaged in any way, specifically such that material may have been sheared off in the artery during use. The lack of the involved device being returned for eval and lot number being unk significantly limits the investigation including the opportunity for effective review of relevant quality records. A review of all complaint records for the glidecath product family over the last 3 yrs confirmed that there have been no previous reports of a similar nature. In addition, it should be noted that the list of devices reportedly used during the interventional procedure on this pt is quite substantial. Based upon the available info, there is no evidence that supports the hypothesis that the observed material on the pathology slide was related to the catheter device or any of the other many devices listed on the uf medwatch report. However, this report is being submitted as a precautionary measure in f/u to user facility medwatch report # (B)(4). While no relationship to the observed material on the pathology slide can be established, the glidecath labeling does address the potential for damage in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and f/u. Attempts to obtain add'l info from the user facility are on-going. A written request has been issued and a supplemental report will be submitted if add'l significant info is rec'd.